Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer experienced critical pump error and no function of the insulin pump was active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump had critical pump error. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer was 150 mg/dl. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. . The critical pump error was able to be bypassed or cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the pump completed the boot up process normally. Software error found in the downloaded history files due to a software error. Pump passed self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test.